Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the emerge balloon catheter. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded. Microscopic examination of the balloon and shaft did not reveal any tears or damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a severely tortuous and severely calcified left circumflex (lcx) artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in a severely tortuous and severely calcified left circumflex (lcx) artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 7 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported.